Manufacturer narrative:
This report has been identified as b. Braun (B)(4) internal report (B)(4). The device is not available for investigation. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Event description:
As reported by the user facility information by bbm sales organization in (B)(6): "overinfusion". According to customer: the dose dripped earlier in neonatal patient. It was inserted 108 ml nutrition solution - setting for 26h dosing - dispensed in 18 h.